Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had a drawer was offline. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) had the customer to check the power outlet and cables one more time and this time the customer found that the cabinet was not properly getting powered on. After that the customer resolved this, the tss restarted the medbank application and then customer was able to login fine. The system functioned as intended after the technical support specialist troubleshot the device.